Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
In 2007, the patient reported hearing strange noises with his device. The battery pack was exchanged, but the strange noises still remained. At approximately one week later, all external parts of the device were exchanged. Since about 5 days later, the patient has complained about hearing a constant loud roaring noise and no longer wears the speech processor. All the external equipment was again exchanged about 2 days later, but without and change to the situation. Testing confirmed that the device has malfunctioned.